Manufacturer narrative:
Device #1: part# 12673-03, lot # unk is being filed under medwatch MFR #2953144-2009-00814. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was attempted with the same results. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.